Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the following led to the malfunction: water invaded the scope connector during user handling causing the electrical components to be damage and error message e315 was displayed. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had e315 error. It is unknown when the reported issue was observed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed.  However, the device evaluation found that a b30 scope communication error occurred. The forceps channel port had a dent and was deformed. Also, the evaluation found the following: grip had a scratch. The control unit had corrosion due to water leakage. The scope cover was dirty due to water leakage. The plug unit had a scratch. The scope connector cover unit was deformed. The scope connector had corrosion due to water leakage. The circuit board unit in the scope connector had corrosion due to water leakage. The micro-connector unit in the scope-connector had corrosion due to water leakage. The plug unit has corrosion due to water leakage. The scope connector cover unit had corrosion due to water leakage. Due to damage on insertion tube rotation ring, the connecting tube did not rotate smoothly. The image guide protector had a cut. The plastic distal end cover had corrosion. The adhesive on the bending section cover had a crack. The bending section cover had wear. The connecting tube had a cut. The protector of universal cord on the s-connector side had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.